Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the implant was removed on (B)(6) 2020. To the best of the patient's knowledge the infection had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient (pt) states after she had her last ins implanted she ended up with a staff infection. Pt states she had swelling and pain at the ins site which eventually effected her hip. Pt states she was trying to tell the  manufacturing representative (rep) and mike and health care provider (hcp) multiple times but they didn't take her seriously. Pt states initially she was telling them the device was shutting off and not reaching the right location, but then after 3 years and having the device explanted, she realized it was a staff infection. Pt states she had the ins explanted 1 month ago and it took 4 hours to do. Pt states she had to have a level 4 laminectomy. There was no device allegation.